Event description:
iv self-filled remodulin pt via a cadd solis pump. per the p. hospital pharmacist, pt presented to the er this morning as their pump shut down and the pt was feeling nausea and chest pressure. the product fault occurred while in use with the pt and it did contribute to pt's visit to the er. pt's device is available for return upon pt receiving return shipping materials. the device will be replaced as a new pump was shipped out. it is unknown if pt had a backup device they could switch to or if the pt could continue their life-sustaining infusion. the event is currently ongoing. this is a continuous infusion. set flow rate and volume delivered are unknown. position of the pump when alarm occurred is unknown. pump return tracking info is not available. photographs were not provided. current remodulin dose is unknown as it was not provided. device serial number not provided. no additional details, dates, or information provided.